Event description:
Reporter alleged that he obtained a result of 131 mg/dl on the active s system while feeling nauseous, blurred vision, having a dry mouth, and also dry, cracked skin. Reporter stated that he went to the emergency room 2.5 hours later and a lab test came back at over 1200 mg/dl. Reporter stated that he was admitted into the ICU and was given insulin, metformin, and glyburide. Reporter stated he was kept in the hospital for four days. No other actions were reported taken or treatment received. A request was made for the return of the suspect device. Reporter stated that he does not have any strips left, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.